Manufacturer narrative:
No report of procedure delay or cancellation. Following the reported event, a steris service technician arrived onsite to inspect the unit. The technician found the unit to be operating according to specification; no repairs were required. While on-site, the technician identified that the user facility's work room where the system 1e processor is located has inadequate air circulation. A steris account manger spoke to the facility's personnel regarding ventilation options to the work room where the system 1e is located. The user facility will work towards adding ventilation to the work room. Section 3-3 of the system 1e operator manual state "the sterilant concentrate should be used in a well ventilated room. Conformance to aami st58 is recommended". The system 1e operator manual (2-2) states, "warning: to avoid accumulated concentration of peracetic acid vapor, use s40 sterilant concentrate in a well ventilated room or area." No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor was emitting an odor. An employee experienced a mild headache as a result. No medical treatment was sought or administered and the employee continued working.